Event description:
Additional information was received stating that the vns patient¿s death was believed to be probable sudep. An autopsy was not performed and the cause of the patient¿s death is unknown. It was noted that the patient had been drinking the night before her death.

Event description:
It was reported by a physician that a patient had passed away on (B)(6) 2011. The cause of death was not known, but the patient had surgery on (B)(6) 2011 for a herniated disc. The physician suspected surgical complications may have contributed, but confirmation of this had not been received. The device was not believed to be at end-of-service (eos) by the physician, and the generator was said to have been interrogated at a recent appointment and the settings were adjusted, possibly lowered or disabled, prior to the surgery on (B)(6) 2011. It was also indicated that the patient had been a high-risk surgical candidate due to her pre-existing emphysema. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Outcomes attributed to adverse event, corrected data: the supplemental report #2 inadvertently did not update the date of death per national death index information. Date of event, corrected data: the supplemental report #2 inadvertently did not update the date of death per national death index information.

Manufacturer narrative:
The supplemental report #1 inadvertently reported the patient had been drinking the night before, but that was not accurate.

Event description:
It was not reported that this patient had been drinking the night before her death. There is no allegation or other information indicating that the death is related to vns.